Event description:
It was reported: "follow up x-ray shows tibia tray is not well fixed. Patient scheduled for tibial revision. Unable to complete re-implantation due to medical complications during revision surgery in 2007."

Manufacturer narrative:
Additional information has been requested. "Medical complications" have not been explained.